Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to severe diabetes ketoacidosis on (B)(6) 2018 and end of the september with blood glucose of unknown. The customer was admitted into the hospital from (B)(6) 2019 with blood glucose of unknown. The customer experiences the vomiting blood, sever vomiting like symptoms related to the high blood glucose. The customer was treated with the insulin drip. The insulin pump will not be returned for analysis.